Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.09 ng/ml on a 50 year old female patient with chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested result sample I-stat (B)(6) 2022, 19:21, 20:10, 0.09 ng/ml, plasma, lab , (B)(6) 2022 , 19:21 , 20:24, <0.012 ng/ml , plasma, positive cut-off values, I-stat: > 0.08 ng/ml, lab: >0.034 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-oct-2022. The customer observed a high result while analyzing plasma samples using ctni cartridge lot b22124 that was considered discrepant from the laboratory instrument result. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b22124.

Event description:
Na.